Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged due to "red battery" alarm while going to bed, likely caused by the patient's wife accidently pulling the patient cable from the wall. The patient's device experienced no external power alarms/power cable disconnects while on mobile power unit (mpu) power. The patient was doing well without adverse impact, and re-educated on when to contact the team for a controller exchange.

Manufacturer narrative:
Section a1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Section d4: serial number was requested but was unable to be provided. Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed based on the information recorded in the provided log files. Log files (event and periodic) provided by the customer were reviewed. The event log file contained data recorded on 20mar2022 2 from 1:13 am to 11:09 pm. The data captured at 1:19 am revealed that the system operated at the set speed when the power to the mpu was lost and the system controller activated a no external power alarm. The system continued to operate powered by the backup battery. The power to the mpu was restored and the alarm cleared. The system operated with no active alarms when at 11:03 pm there were another two incidents where the power to the mpu was lost and the no external power was active. The data captured after the second incident revealed that the driveline was disconnected consistent with the reported information that the patient exchanged the controller. The periodic log file contained events recorded from 10mar2022 to 20mar2022. The recorded data did not add any new information regarding the reported event. The mobile power unit was not returned for evaluation. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms, including ¿no externa power¿ alarm and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.